Event description:
It was reported that the clinical information center (cic) lost monitoring for 20 minutes affecting 16 patients during a power test conducted by the customer. Alternate monitoring was not otherwise available. No death or serious injury is associated with this report. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.